Event description:
It was reported that shortly following implant, the right atrial (ra) lead and right ventricular (rv) lead exhibited a decrease in capture thresholds. In addition, the lead impedance measurements rose slightly. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).